Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, 'improper shutdown at power up ' was reproduced when tested on battery mode. A review of the history log revealed improper shutdown message. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be depressed battery contact pins on the rear case due to dried liquid substance on the back flex . The back flex contact will be cleaned to correct this issue . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of improper shutdown during device power up in the general patient ward. There was no patient involvement. No additional information is available.